Manufacturer narrative:
Evaluation summary: one lf1737 device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and disengaged. The disengaged piece was returned for investigation. The reported condition was confirmed. The investigation identified the root cause of the reported event to be user error. The instruction for use states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the insulation on the device tip broke and disengaged. The broken piece did not fall into patient's cavity. A new device was used to continue the procedure without any harm to the patient.